Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "wrong cassette" alarm messages after cassette latched. Functional testing included use testing. The pump was powered on and a "wrong cassette" alarm was duplicated when a cassette was latched during the investigation. It was noted that the pump had fluid ingression. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Device malfunction was not while in use with a patient.